Event description:
It was reported that pump displayed cartridge change error and customer was unable to load cartridge or resume insulin despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge and pump areas, attempted to load both existing and new cartridge with guidance from technical support, then switched to multiple daily injections, and after escalated troubleshooting customer support arranged pump replacement.